Event description:
During a primary knee surgery, incorrect combination of implants was used: a physica cr femoral component #6 left (code 6513.09.560, lot# 16as0b1) was used in combination (not allowed) with a physica kr tibial liner #6 left (code 6532.50.610, lot# 17at1lb). According to the info received, surgeon was unaware of the error (implant of not allowed combination). No info on patient condition post-op. Event happened in UK.

Manufacturer narrative:
This is a case where the devices involved were fully complaint to specifications and conform. A human error (not filtered before surgery) is the cause of the issue reported in the event description. Investigation showed that a single incorrect item was shipped to the hospital from our UK subsidiary. In detail, a physica cr cemented femoral component size 6 left - code 6513.09.560 - was wrongly picked up from lima UK warehouse and shipped to the hospital, but a physica kr cemented femoral component size 6 left - code 6511.09.560 should have been shipped (to be used in combination with the kr tibial liner). The error was then not filtered before the surgery, causing the implant of physica components that - as clearly stated by the product's labels and surgical technique - are not allowed to be used in combination. In particular, the physica surgical technique clearly illustrates (through a compatibility chart) all the femoral component - tibial liner sizes allowed for physica kr/cr/ps. The following corrective actions have been performed: · training performed to all the lima UK employees potentially involved, in order to remind the possible negative impacts of such errors; · introduction of a further (additional) check in lima UK prior to shipment of items to the hospitals; · introduction of bi-weekly "time out" session in lima UK, scheduled for ongoing coaching and awareness; · introduction of formal receipt process for items received in hospitals, in order to filter any error in the remote case that wrong items are shipped to the hospital. We believe that the above corrective action will reduce significantly the risk of recurrence of such issue. Pms data: this is the first and only similar complaint reported to lima corporate, on a total of over 17150 physica femoral components marketed ww since 2013. Occurrence rate= 0.006%. Limacorporate will keep monitoring the market to promptly detect any other similar issue.

Manufacturer narrative:
We will provide a final MDR once the evaluation will be concluded.

Event description:
During a primary knee surgery, incorrect combination of implants was used: a physica cr femoral component was used in combination (not allowed) with a physica kr insert. As a consequence, 1 hour of prolonged surgery time was reported due to the fact that the liner did not properly seat into the cup. Event happened in (B)(6).